Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test and sleep current measurement test. During visual inspection, electronics stack and force sensor was corroded. Device did not vibrate during self test, problem isolated to corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display, even after troubleshooting. Customer's blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis.